Event description:
Event description guidant received information that during a lead revision procedure for this defibrillation lead due to inappropriate shocks, it was identified that this implantable cardioverter defibrillator (ICD) exhibited a detached header.